Manufacturer narrative:
The investigation into the reported issue has been completed. A visual inspection of the pump revealed fecal matter on the pressure reservoir. The cause of the product damage was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported fecal matter found on the impella purge side arm. The pressure reservoir part of the impella purge was contaminated with feces. The pump was escalated and replaced. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).